Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: performance data was collected from the device and analyzed. Analysis revealed the ventricular tachy defibrillation was insufficient. On (B)(6) 2015, all induced shock energies were 25 joules, however it was unknown what the device was programmed to deliver. (B)(4).

Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) shocking vectors were not working at thirty-five joules. The device had failed defibrillator threshold testing. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary : subsequently, the device was returned and analyzed. Analysis of the device revealed normal battery depletion after explant.